Event description:
It was reported that when the patient was checked, after over a year without a device check, it was found that this implantable cardioverter defibrillator (ICD) recorded a code 1003. This is indicative of battery voltage too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. Device change out was to be scheduled. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.